Event description:
A malfunction alarm with the code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with information for resetting the pump and subsequently completed a pump reset, which resolved the issue.